Event description:
It was reported through a legal claim that the device was implanted on or about (B)(6) 2004, for treatment of prolapse and stress urinary incontinence. As a result of the mesh being implanted, the patient immediately had trouble urinating, suffered severe pain, numbness, infections and other complications. It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on 9/30/2004 and mesh was implanted. It was reported that she continued to experience pain, dysuria, infections, numbness, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.